Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer photos were reviewed. The photos show the original packaging carton and label, which matches the reported serial/lot number. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the iabc could not be inserted through the 8 fr sheath" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the iabc could not be inserted through the 8 fr sheath and was therefore removed together with the sheath". Additional information states that the iab was replaced in the same insertion site. No patient injury or consnequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the iabc could not be inserted through the 8 fr sheath and was therefore removed together with the sheath". Additional information states that the iab was replaced in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).